Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc, 12.7mm syringes. Customer states that the hub detached with the shield. Both returned syringes were tested and one syringe exhibited the hub-needle/shield assembly to be separate from the barrel when attempting to remove the shield. No defects were observed on the remaining sample. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 19aug2019, holdrege received (2) loose 3/10cc, 12.7mm syringes. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of photos found (1) syringe with no needle assemblies attached to it. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no damage to the core pin. (1) syringe with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on (B)(6) 2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle comes off with the cap. There were two syringes the had the hub detach from the syringe when the shield was removed. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle comes off with the cap. There were two syringes the had the hub detach from the syringe when the shield was removed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.